Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device shipped with an IFU describing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Specific to this case, the IFU also states that inaccurate placement of the graft may result in an increased risk of an endoleak. Additionally, prior to top cap advancement, the IFU instructs the user to verify the four radiopaque markers are just inferior to the most inferior renal orifice. Per the information provided, the user deployed the top stent prior to cannulating the contralateral limb. It should be noted this is out of sequence per the IFU, however, there is no evidence to suggest this was a contributing factor to the graft being deployed lower than desired. We will continue to monitor for similar complaints.

Event description:
A pt underwent evar in 2009. The pt's anatomical form was suitable for endovascular repair, but the length of the proximal neck was long (more than 30mm). The pt's renal function was declined so ivus (intravascular ultrasound) was performed to reduce the burden to the pt. The suprarenal stent was released before contralateral cannulation. After a catheter for ivus was inserted into the pt's body and the position of the lower renal artery was confirmed, the position was marked on the angiogram. Then the physician removed the catheter for ivus and advanced the tip of the main body to the marking. However, the main body was placed far lower than planned. Due to this, a proximal type I endoleak occurred. A main body extension was placed to extend 1 stent in the proximal neck, and the another manufacturer's stent was placed to fix the proximal site. The proximal type I endoleak was resolved. Final angiography revealed type ii endoleak, but the physician decided to take a wait-and-see approach. The pt is recovering.